Manufacturer narrative:
According to the report, bioglue was used in an ascending aortic arch replacement for punctured dissecting aortic aneurysm and cardiac tamponade. The surgery occurred in (B)(6) 2011. Approximately 3 months later, the patient presented with fever. A CT scan showed false aneurysm in the proximal suture line; therefore, the surgeon performed an ascending aortic arch replacement with valve sparing surgery. Rupture was confirmed near the sinotubular junction side of the noncoronary cusp, proximal to the anastomosis site. Tissue cultures did not confirm infection and the patient was noted to be doing well. When bioglue was used for obliteration of the proximal false lumen, the doctor realized that priming was insufficient and this may have contributed to the event. During further discussion between the distributor and the surgeon, the surgeon confirmed that the bioglue applied to the false lumen did not remain. After bioglue was applied to the false lumen, the doctor compressed the false lumen with an instrument similar to forceps. The bioglue lot numbers were not provided. Additionally, the date of the event is not known; therefore, shipping records could not be reviewed to identify possible lot numbers of the bioglue involved. Based on the information provided, it appears that the surgeon did not have a complete understanding of the proper application of bioglue. Prior to the availability of bioglue, grf glue was the primary glue in (B)(6). It requires compression of the aortic wall after application to ensure polymerization. The surgeon most likely was accustomed to using grf glue and assumed bioglue should be handled in the same manner. Compression of the tissue would force the bioglue away from the site of application as the surgeon observed in this event. As such, the bioglue instructions for use (IFU) explicitly states the area of bioglue application should not be compressed. No further action is required at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, bioglue was used in an ascending aortic arch replacement procedure for punctured dissecting aortic aneurysm and cardiac tamponade. The surgery occurred in (B)(6) 2011. Approximately 3 months later, the patient presented with a fever which the patient experienced since the beginning of (B)(6) 2012. A CT scan showed there was false aneurysm in the proximal suture line; therefore, the doctor performed an ascending aortic arch replacement with valve sparing surgery. In clinical presentation, the rupture was confirmed near the sinotubular junction on the side of the noncoronary cusp, proximal to the anastomosis site. Tissue culture results did not confirm infection and the patient was noted to be doing well. When bioglue was used for obliteration of the proximal false lumen, the doctor realized that priming was insufficient and this may have contributed to the event.